Event description:
The physician was attempting to implant a resolute integrity rx drug eluting stent, however, difficulties were encountered and he could not deflate the balloon. A needle was used to draw negative pressure in order to remove the device from the patient. Following removal of the device it was tried again and same issue occurred. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results: (device not returned at this time, expected to be returned for evaluation). (No device received for evaluation). Conclusion: (device not returned for evaluation). (B)(4).

Event description:
Device evaluation: the transition shaft was severely twisted in numerous locations along the length of the shaft. The distal shaft was twisted and pinched along the length of the shaft. There was crystallized residue present in the inflation lumen. Although it was possible to inflate the balloon it was not possible to deflate the balloon.

Manufacturer narrative:
Results: related to operational context - the root cause of the reported event was most likely procedural related. Conclusion: operational context contributed to event-the root cause of the reported event was most likely procedural related. (B)(4).